Event description:
It was reported the battery compartment spring was abnormal and the device heated up after putting in the battery. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was heating up was not verified due to blank display. The device had a cracked reservoir tube lip.